Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Manufacturer narrative:
Based upon the investigation findings, the reported event of a type iiib has been confirmed. The devices remained in the patient. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information; however, factors that may have contributed to this event include aortic neck anatomy; cautionary product use conditions of the near 90 degree posterior angulations of the bilateral iliac arteries; and, moderate-severe calcifications at the bifurcation and iliac arteries.

Event description:
It was reported that approximately 7 months post implant of a bifurcated device and a suprarenal aortic extension the patient was identified as having an endoleak. The physician decided to correct the endoleak by implanting a second suprarenal aortic extension. The patient was reported to be doing great post procedure.